Event description:
Full thickness burns to face; I went in for a 3 tesla MRI scan on the cervical spine. The text failed to let me undress out of my street clothes and also allowed a non summarized to fill the accrued face masks on which resulted in deep tissue burns across my nose, eyes, mouth, jaw, chin, neck. Basically I have a mask burned into my face. FDA safety report ID# (B)(4).